Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2203e and lot # 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd smartsite vial access device had flow issues the following information was received by the initial reporter with the following verbatim. Description: case received in the email from accredo with pqc for winrevair. Report verbatim: "pt had issues with one of his vial adapters that was sent with his winrevair injection. Pt had to use one vial adapter two times. He says he was very clean. Adapter is not available for return. No further details provided. Outbound call to patient: "customer stated that after attaching the prefilled syringe to the vial adapter and vial, he was unable to push the liquid into the vial. The kit came with 2 adapters, but only one was defective. Customer stated that there were no issues noticed with the kit contents before use. Customer stated that the adapter was placed onto the vial, then the prefilled syringe was attached to the adapter. Customer then tried to push the plunger but no liquid went into the vial. No liquid spray anywhere but maintained within the syringe. Customer was able to place the second adapter on the vial and was able to continue with preparation. Customer believes the first adapter was faulty. Only the adapter is available. The rest of the kit and contents were discarded. Customer will hold the adapter for retrieval.